Event description:
The device was explanted due to unable to interrogate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. The device was analyzed with a new battery and was found to be normal. The device's functionality was tested and no sources of high current were found. The battery was sent to the vendor further evaluation, and an internal battery anomaly was found to have caused the premature depletion.